Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not received effective stimulation since the implant of the scs system. It was reported there was some residual swelling at the lead site as well as bruising over the ipg site from the implant surgery. Reprogramming had been attempted, but it was reported the stimulation was helping in the arms, but not in the neck as needed. The physician may undertake surgical intervention due to the ineffective stimulation.